Manufacturer narrative:
(B)(4). Additional information: cartridge, drivers, one piece sled. The analysis found that one ecr60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Furthermore the cartridge pan was noted to be partially detached from the right side. No functional test could be performed due to the condition of the reload.

Event description:
It was reported that during a sleeve gastrectomy procedure, during the fifth firing, the inner two rows of the left side of the green reload did not release from the cartridge. Upon inspection, it was noticed that parts of the green reload were broken and staples were still in place. The doctor oversewed the staple line. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).